Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide customer updates, response, trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h6 and h10. The reported failure was not confirmed. The unit was inspected and tested, no functional problem found. The unit works well. For this reason no root cause related to the reported phenomenon could be determined. The device was returned to the customer unrepaired. Due to the age of the device, device history records could not be provided by the (OEM) original equipment manufacturer. For this reason date of manufacture and UDI is not readily available. Olympus will continue to monitor complaints for this device. Further communication with the customer conveyed the following information: the name of the intended procedure was a lithrotripsy. The procedure was not started .the procedure was not rescheduled. There were no alarms. Alerts, warnings or errors. This issue occurred during preparation for use. No other information provided.

Manufacturer narrative:
Device evaluation determined that the reported issue was not able to be duplicated. The device was tested, and no functional issues were observed. In addition, the device was tested with the customer's transducers (sn: (B)(4), b12528), and the unit worked properly with no issues observed. Minor scratches were noted on the unit housing however, this cosmetic issue did not affect the functionality of the device. Based on evaluation findings the reported issue was not confirmed as the device passed all testing with no issues, or abnormalities observed.

Event description:
It was reported that during an unspecified procedure the device transducer motor stopped working after being in use for 5 minutes. The user power cycled the device for a few minutes. The intended procedure was not completed. There were no other details provided regarding the event. There was no patient harm, or injury reported. No user injury reported. This report is related to reports with patient identifiers: (B)(6).